Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient's dentist mentioned patient is not a good candidate for any orthodonic tooth movement as she is currently has active peridodontal disease.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.